Event description:
A caller reported a malfunction on the pump with a displayed error code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, but the malfunction code recurred, leading to the decision to replace the pump. The customer did not have a backup insulin therapy available and intended to consult with their healthcare provider. An out-of-warranty loaner pump was requested as part of the resolution.